Manufacturer narrative:
One 72202468 fast-fix 360 curved needle delivery system device returned. The complaint stated: ¿t1 and t2 deployed together.¿ t1, t2 and suture were not returned. The depth limiter was attached and had been bent twisted and creased midpoint. The delivery needle was bent toward the right. The delivery curve has been exaggerated. The device still cycled and actuated. Symptoms are consistent with difficulty in reaching the desired anchoring location. No root cause related to the manufacture of the device was confirmed.

Event description:
It was reported that during a meniscus repair, t1 and t2 deployed together. Backup device was available. All t's were removed from patient and no significant delay or patient injuries were reported.

Event description:
It was reported that t1 and t2 deployed together. Backup device was available. All t's were removed from patient and no patient injuries were reported.